Manufacturer narrative:
The customer stated that the alarms are silenced by themselves. There was no report of any adverse patient impact. Philips personnel went onsite to check the issue, and found that the alarms were configured to non-latching. Non-latching alarms will stop alarming when the patient condition returns to within the limits. The monitor's alarm configuration was changed to latching resolving the situation. The monitor worked as designed. Product labeling warns the user that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment. This would alert the user to a transient patient issue, to provide therapy for the patient, or implement additional monitoring if warranted. The monitor is still in use at the customer's site. We will consider this report as due to user misunderstanding of their alarm configuration. No further investigation or action is warranted. (B)(4)

Event description:
The customer stated that the alarms are silenced by themselves.